Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the clinic to request an inspection of her incision site. Upon inspection, it was noted that there was a blood blister at the site and the patient complained of pus from the site. There was no allegation that the device caused the pocket infection. The device was explanted on (B)(6) 2020 . The patient was in stable condition.